Manufacturer narrative:
H2) additional information: see b5. Continuation of d10: pn: 9735560, ln/sn: (B)(6).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the return bag was not replaced or emptied when a new saline bag was attached. It was noted that there was potential for water to eject up to fifty centimeters from the connection point of the blue cap that tightens near the fiber.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that saline leaked from one of the catheters being used in the procedure. It was reported that the magnetic resonance imaging (mr) table coil connector was shorted, resulting in the scanner aborting the temperature map (tmap). It was noted that the issue occurred just prior to shifting catheters. It was noted that the first ablation was performed according to plan, however the facility elected to not conduct the second ablation. It was reported that there was no damage to thepatient, that it was unlikely the saline reached the internals of the scanner, but it was noted there was potential for damage to the patient table. It was noted that post ablation image acquisitions could not be taken due to the reported issue. There was a reported delay to the procedure of more than 1 hour due to this issue. Additional information was received. It was reported that the issue was caused by the return bag not being replaced by the user. It was noted that the leak occurred outside of the patient.